Event description:
Surgeon was injecting lidocaine and marcaine into the pt and the needle broke off at the hub and was in the pt. The 22 gauge safety needle was removed with no problem and no injury to the pt. No additional treatment was needed for the pt. Nurse and scrub-tech in room indicated their reduction was a routine injection at beginning of case, straight up and down injection, no angle, when syringe was pulled out needle was left sticking straight up, in pt.

Event description:
Lot history review: the customer complaint states that the "surgeon was injecting lidocaine and narcain into the pt and the needle broke off at the hub and was in the pt. The needle was removed with no problem and no injury to the pt. No add'l treatment was needed for the pt." A review of the lot history for this complaint is not possible because the lot number is unk. Prior to a lot's release, it must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. A lot cannot be released unless it passes these inspections. Review of trends (defects/complaints): a search of the complaint tracking system (cts) revealed a total of seven complaints for "cannula detaches / slides" for item number 8881833215. Complaint sample evaluation: because no sample was returned with this complaint, no examination is possible and the alleged defect could not be confirmed. Had a sample been received, it would have been evaluated for properties such as proper assembly, adhesive placement, cannula size, and etc. Preventative action(s): based on a revie of the info available, it is not possible to confirm the alleged defect of "cannula detaches / slides." Misplaced adhesive can cause detached needle/pullouts. Three potential contributors to this condition were identified and corrected in 2004. These investigations and corrective actions are documented in deland corrective action dl 20040012. All corrective actions, including revalidation, associated with deland corrective acton dl 20040012 have been completed. Although corrective actions have been identified and are complete for needle pull outs as a result of misplaced adhesive, this incident is considered isolated and may not be related to the adhesive placement corrective actions. In order to address the customer's complaint / concern, this complaint will be communicated to the production dept. For add'l investigation and/or corrective actions, as deemed necessary. This complaint will also be recorded for tracking and trending purposes.